Event description:
It was reported the system displayed communication error messages and locked up. There are no reports of pt injury or death associates with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the battery was replaced during the service call. The system was rested and found to be working as intended and put back into service.